Event description:
It was reported that this pacemaker recorded a code 1003. This voltage alert was triggered due to detected high impedance within the battery condition. Device replacement was recommended. This pacemaker was subsequently explanted and replaced. No additional adverse patient effects were reported, and this device has not been returned.

Manufacturer narrative:
If pertinent information provided in the future, a supplemental report will be submitted.